Manufacturer narrative:
(B)(4)

Event description:
Related manufacturer reference numbers: 2017865-2017-00922 and 2017865-2017-00924. During ICD exchange, the right atrial and right ventricular pacing leads were explanted due to noise. The left ventricular lead was explanted and replaced due to phrenic nerve stimulation. Insulation damage was reported but it is unknown if the atrial or the ventricular lead was involved. The rv defibrillation lead was also electively explanted and there was no alleged malfunction on the lead. The patient was in stable condition.

Manufacturer narrative:
Electrical tests found an internal short due to damaged inner insulation during the explant procedure. Analysis of the lead found no anomalies with the exception of damages consistent with those occurring at the time of implant/explant.